Event description:
Patient received an over infusion of IV solution of heparin:1. IV solution, d5-1/2 n.s. With heparin 20,000 units, hung at 11:00pm via critikon rateminder iii pump and at 12:30 am 900cc had infused.2. Rateminder had been set by the nurse to infuse at a rate of 40 gtts per minute via venoset/microdrip.3. Rateminder alarm: not heard by nurse...only a low buzz was audible when next to the unit.4. "Rate-clip" control valve, used with the 'pump' did not set at the desired rate...therefore the patient received the over-infuson.5. Patient's pt and ptt time was elevated after the event. The patient received viitamin k - 20mgm, upon immediate notification to the md. No other untoward events noted.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, electrical tests performed, performance tests performed. Results of evaluation: electrical problem, alarm failure, battery/pack. Conclusion: other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service, user education provided. Invalid data - on device destroyed/disposed of status.